Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission shows a lead integrity alert (lia) for oversensing with high rate non-sustained tachycardia (hr-nst) and sensing integrity counter (sic) episodes. The implantable cardioverter defibrillator (ICD) had oversensing of electromagnetic interference from electro cautery that the patient had underwent that day. The ICD remains in use. No patient complications have been reported as a result of this event.